Event description:
It was reported that during a generator change, the patient's right ventricular lead was found to have been damaged, and the lead was observed rubbing against the device. The lead was repaired during the procedure. No adverse patient consequences were reported.